Manufacturer narrative:
During troubleshooting the customer stated the issue is occurring when using the 180 and 190 series scopes connected to the cv-190 tower. The service center rep advised the customer to verify the maj-1941 light source cable and the maj-1933 digital light source cable were in good condition and securely connected. The customer also informed the rep lamp usage meter was reading zero (0) hours and the lamp to the clv -190 had recently replaced. The customer was advised to connect the tjf-q180v scope to the cv-190 tower and he confirmed the image looked good and that the issue only occurs when the scope is in the cavity. The customer was advised to switch the clv-190 to manual mode and adjust the brightness and was able to the see the difference in the display monitor. The customer was informed the cv-190 was not properly adjusting when in auto mode and suggested the unit be sent in for repair. The device was returned and evaluated. The video connector was found in fair condition, a software update is recommended, and the dark image was not confirmed. The unit was tested with several scopes, and there was no issue with brightness on the images and unit passed all functional tests. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the images goes dark when the scope gets close to tissue when using the evis exera iii video system center. The event occurred during an unspecified diagnostic procedure. They tried multiple scopes and observed the image going dark. There were no reports death, harm, or injuries related to this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.